Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: moisture was found in the pump. The pump failed a leak test due to a crack between the display lens and the pump seal. The pump was opened to investigate further and moisture was found on the force sensor. The bottom of the battery compartment was also found to be cracked traveling to the bumper. Unrelated to the initial complaint, the display was found to be dim with red letters. The returned battery cap was used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.